Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a shock impedance measurement greater than 200 ohms. The patient will be brought into the clinic for system evaluation. The product remains in service. No adverse patient effects were reported. This supplemental report is being submitted to correct the implant date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a shock impedance measurement greater than 200 ohms. The patient will be brought into the clinic for system evaluation. No adverse patient effects were reported.